Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones. A remote interrogation was done and found this crt-d and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. All previous and subsequent shock impedance measurements were within normal range. Boston scientific technical services noted that it does not appear to be a lead issue and suggested continued monitoring. The system remains in service. No adverse patient effects were reported.